Event description:
The customer reported obtaining imprecise access accutni (troponin I) patient results, for two (2) patients, involving the access 2 immunoassay analyzer. The customer stated that their access 2 instrument is set to reflex repeat any accutni result at greater than 0.05 ng/ml. The customer stated that the results were from patients who were already admitted to the cardiac care unit. The customer has a laboratory policy to report the initial result to the physician, and to inform the physician with the correct result if the reflex result is discrepant. There was no change or affect to patient treatment in connection with the imprecise accutni results. The customer only communicated verbal results for this event and no patient data was provided. Quality control (qc) results were within range on the day of the event. System check performed on (B)(6) 2013, following the event passed within specifications with a washed coefficient of variation (%cv) of 11.30%, which was close to the upper limit of the acceptable range of 0.00 - 12.00%. The customer replaced the aspirate probes, cleaned the wash and precision valves, and primed the instrument in an attempt to resolve the issue. The customer repeated the system check on (B)(6) 2013 which failed with a washed %cv of 12.02%. The access 2 immunoassay analyzer serial number (B)(4) was used in conjunction with the access accutni reagent for this event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse evaluated the instrument but did not note any hardware issues with the instrument. The fse noted the instrument was due for a scheduled preventative maintenance (pm) to be performed by the end of october and proceeded to perform the pm. The fse verified the instrument's performance and results met published specifications. In conclusion, the cause of the imprecise accutni results cannot be determined with the supplied information. There is no indication that the device (access accutni) was returned by the customer for evaluation.